Manufacturer narrative:
H.6. Investigation: a 2000e china product was not available for investigation; however the customer confirmed that the complaint sample was from lot 20056229. The connecting product in use at the time of the customer's experience was not returned to assist the investigation, however the customer indicates that once the connecting product was changed the smartsite blockage did not occur anymore. No further information was available to assist the investigation in this instance. A review of the production records for lot 20056229 did not identify any in-process testing failures or quality deviations which may have resulted in a report of this nature. H3 other text : see h.10.

Event description:
It was reported that the ll vlv adpt(stand alone) infusion joint was blocked and had flow issues during use. The following information was provided by the initial reporter, translated from chinese to english: "the nurse prepared for infusion and found that the needle - less sealed infusion joint is blocked. The infusion was unblocked after replacement of other infusion joints."

Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the ll vlv adpt (stand alone) infusion joint was blocked and had flow issues during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "the nurse prepared for infusion and found that the needle - less sealed infusion joint is blocked. The infusion was unblocked after replacement of other infusion joints."